Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and noted the haptic had torn. The lens was partially in the eye and was removed with no patient injury. Another same model lens was implanted. The reporter stated the lens damage was due to a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. (B)(4).